Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right atrial (ra) lead exhibited low out of range pacing impedance measurements for an unknown reason. Undersensing of the patient's atrial fibrillation and oversensing of noise leading to inappropriate atrial tachycardia response (atr) response episodes were also observed. It was noted that the noise disappeared with pocket manipulation and isometrics. Boston scientific technical services (ts) was consulted and suggested an x-ray since the patient had not been seen since the device change out procedure. The field representative stated that no x-ray was performed and the device was programmed vvir due to the patient's chronic atrial fibrillation. No adverse patient effects were reported.